Event description:
It was reported that balloon rupture occurred. The 100% stenosed chronic total occluded target lesion was located in the moderately calcified below the knee artery. A 90cm 4.5f non-bsc introducer sheath was introduced. After a guidewire was advanced to cross the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned fore evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).